Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The physician elected to explant the device. The ICD will be analyzed when returned.